Manufacturer narrative:
(B)(4). On (B)(6) 2016 it was observed that the evaluation information in the MDR was incorrect and a supplemental MDR is required. The initial manufacturer report stated that the reported symptom "cycling power," was reproduced as the device powering off without user input. Further review of the device evaluation found that the reported symptom was reproduced as the device powering off and then on without user input.

Event description:
It was reported that a spectrum pump experienced "cycling power" which was clarified during baxter's evaluation as the device powering off and then on without user input. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported device powered off without user input which was confirmed through evaluation at power up while installing the battery. During evaluation, the back flex chaffing, exposing traces was determined to be the cause. The rear case was replaced.

Event description:
It was reported that a spectrum pump experienced "cycling power" which was clarified during baxter's evaluation as powered off without user input. Any patient involvement, injury or medical intervention is unknown.